Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, another manufacturer¿s 17-french catheter is difficult to extract through performer introducers during high-risk percutaneous coronary interventions (pci) requiring mechanical circulatory support. Per the reporter, the introducer wall is ¿exceptionally soft¿ and can lead to a reduction in the inner diameter, causing increased friction and catheter entrapment. Investigation evaluation: reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. The lot number was not provided to cook, and a global shipment search was unable to definitively determine the lot. Therefore, the device history record and complaint history could not be reviewed. The product IFU cautions ¿the maximum diameter of the instrument or catheter to be introduced should be determined to ensure that it will pass through the introducer.¿ the IFU also states ¿all instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that procedural issues contributed to the reported event(s). The other manufacturer¿s catheter used within the cook sheath(s) was reportedly 17-french. Per the other manufacturer¿s website, the outer diameter of the catheter is listed as 5.9-millimeters, which leaves very little space between the catheter and inner sheath lumen. The performer IFU cautions that all devices used within the sheath should move freely through the valve and sheath. Additionally, information found on the other manufacturer¿s website notes that the catheter should be delivered via an 18-french braided hydrophilic delivery sheath and cautions to discontinue the procedure if severe difficulty or strong resistance is met at any stage of the procedure. The performer introducer associated with the complaint is not hydrophilically coated, nor is the device braided. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D9, h3: it is unknown if the device will be returned. E1: customer name and address = (B)(6). E3: occupation - logistics and supply chain manager. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, another manufacturer¿s 17-french catheter is difficult to extract through performer introducers during high-risk percutaneous coronary interventions (pci) requiring mechanical circulatory support. Per the reporter, the introducer wall is ¿exceptionally soft¿ and can lead to a reduction in the inner diameter, causing increased friction and catheter entrapment.

Manufacturer narrative:
Additional information: d9. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.